Event description:
It was reported that patient underwent an expansion procedure utilizing a 1cm standard expansion segment in 2009. During the procedure, the implant attempted for use split in half upon insertion. Additional device available to complete the procedure. There was no harm to the patient and no significant delay occurred.

Manufacturer narrative:
A review of device history did not find any deviations or abnormalities. There have been no trends identified related to this type of event. Design not fail safe. Design change has been initiated.